Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricle (rv) lead exhibited failure to capture. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of ¿unable to pace¿ was confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths at the connector region. The cause of the reported event was due to the overtorque of the inner coil inside the connector region consistent with procedural damage.